Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) stopped compressions and displayed an unknown error or fault message after performing 5 to 6 compressions" was confirmed during the functional testing and the archive data review. The root cause for the error was due to the damaged drive train motor as a result of wear and tear of the platform. Upon visual inspection, unrelated to the reported complaint, observed a sticky clutch. The clutch plate was deburred to remedy the problem. The root cause for the sticky clutch was due to normal wear and tear of the platform. The autopulse platform is a reusable device and was manufactured in december, 2008 and is 10 years old, passed the expected service life of five years. Therefore, this type of problem found during the evaluation is characteristic of normal wear and tear for the life of the device. The autopulse platform failed initial functional testing due to user advisory (ua) 17 (max motor on time exceeded during active operation) error message displayed during stress testing, thus confirming the customer reported complaint. The archive data review showed occurrence of ua17 error message on the reported complaint date. The drive train motor was replaced to remedy the ua17 error. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) was performing compressions without any error or fault for unknown period of time. The crew paused the autopulse platform to check on the patient and pressed the continue button. The autopulse platform stopped compressions and displayed an unknown error or fault message after performing 5 to 6 compressions. The crew tried to troubleshoot by pulling the straps up and restarting the platform, however, the error or fault message could not be cleared. Immediately, the crew reverted to manual CPR. The user was unable to duplicate the unknown error or fault while testing with manikin. No known impact or consequence to patient information was provided.